Event description:
Customer called to report a no beeping condition. Had customer do troubleshooting. There was no alarm. Insulin did exit during the delivery test. Customer states the pump was not dropped, bumped or exposed to moisture.